Manufacturer narrative:
One opened probe was received with no tip protector. The returned sample was visually inspected and found to be non-conforming with the port covered with dried orange and clear foreign material and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Fifteen photos are attached to the parent file and have been reviewed by the investigation site. One photo confirms the reported product and lot information. One photo indicates lot information unrelated to this file. Six photos show probes, however, the reported functional issue cannot be confirmed. Seven photos are of trocar and an infusion cannula and are unrelated to this complaint. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cutting as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
The non-health care professional reported that probe was not cutting during vitrectomy surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).